Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd smartsite¿ low sorbing secondary set tubing was damaged. The following information was received by the initial reporter with the verbatim: bd rep received that the customer have heard from other hospitals about a new issue identified with this product. Specifically ¿cuts¿ in the tubing underneath the roller clamp.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ low sorbing secondary set tubing was damaged. The following information was received by the initial reporter with the verbatim: bd rep received that the customer have heard from other hospitals about a new issue identified with this product. Specifically ¿cuts¿ in the tubing underneath the roller clamp.